Manufacturer narrative:
To date, the device has not been received for evaluation. Additional information has been requested of the distributor. An investigation has been initiated based on the reporter information.

Event description:
The distributor reported on behalf of the user facility,the following event: the physician has used the osv ii in four cases. The physician attempted to use the osv ii in 2007 for a male patient. The physician tested the osv ii and found that the reservoir proximal pair was broken.